Event description:
It was reported that the pt experienced painful stimulation at her feet when the device was on. The pt had kept the device off until the last week before the report. The pt reported a shocking or jolting sensation in the right leg, not the left when the stimulation was turned on. The pt noted she was unable to turn off or adjust the stimulation of six hours. The pt was finally successful at turning the stimulation off. The lights were checked to confirm the batteries in the pt programmer were ok and the implant was off. The pt was then instructed to turn the stimulation to zero on both channels. The pt wanted the device explanted.